Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first device fired and the clips did not close properly. A second device was pulled and the clips were ejecting from the device. A third device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Floor. The analysis results of device (a) found that it was received with the floor bent. Upon firing of the device, one conforming clip, two clips with gap were fed and then, the last clip was ejected due to the condition of the floor. A possible cause of the found damage of the floor may be that an excessive axial force was applied during firing. Device (b) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. (B)(4) jaws.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st device 1st firing, 2nd device 2nd firing. What vessel or structure was the device fired on at the time of the event? Duct. Was the clip fully advanced into the jaws prior to firing? Yes was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, and the same thing occurred on both devices.